Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that a non-reproducible cardiac troponin (accutni) result was generated on a unicel dxc 600i synchron access clinical system for one patient on an undisclosed date. Repeat testing of the same patient sample on a different instrument produced different results. The non-reproducible accutni results were not released from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The customer did not provide actual patient results associated with this event. No patient information, system information or sample collection/handling information was provided by the customer.